Event description:
It was reported that an arteriotomy closure of the right common femoral artery was successfully achieved using a proglide device after a peripheral interventional procedure. Reportedly, one week post procedure, the patient presented with a pseudoaneurysm at the right groin area. A duplex ultrasound was performed describing the pseudoaneurysm using the word "bruising". The size of the pseudoaneurysm was not provided by the physician or cath lab staff. No treatment was administered, the physician stated that the patient will be observed. The physician reported the patient is doing fine. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.